Manufacturer narrative:
The insulin pump was received with minor scratched display window, no cracks noted on lcd window, cracked case near display window corners, broken belt clip and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump was damaged and cracked in the glass at the top right and in middle of the window. The blood glucose reading was 6.7 mmol/l. The customer did not know how the glass cracked on his device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.